Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to claim no audio output patient experienced on (B)(6) 2015. No medical intervention or injuries were reported. Distributor attempted to reset the device, but was unsuccessful.

Manufacturer narrative:
(B)(4).